Event description:
After completing a left ventricular assist device (lvad) implant, the operating room staff unplugged the dual drive console (ddc) and received a low battery alarm. It was noted that the upper driver shut off completely and the lower driver alarmed low battery. When they changed to their back up ddc, the same condition presented with the lower driver shutting down and the upper driver alarming low battery. During this time, both devices showed 5 green lights on the battery charge indicator. The pt was quickly taken to the ICU where power was restored.